Event description:
Related manufacturer reference number:(B)(4). It was reported that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was noted due to oversensing. High capture threshold was also noted on the atrial lead. Both lead were capped and replaced on 20 oct 2023. The patient was stable.